Event description:
It was reported that during a laparoscopic cholecystectomy the clips crossed and did not form properly when firing the device. The event did not change the original intent of the procedure. There was no patient consequence.